Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, during unpacking, it was found that the forceps were broken. The procedure was completed with hospital supplied forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, during unpacking, it was found that the forceps were broken. The procedure was completed with hospital supplied forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the hemostats revealed one prong to have been broken off adjacent to the hinge. The fracture surface revealed no voids in the material or other casting imperfections. It was noted that the condition of the returned unit was consistent with the complaint incident that the hemostat broke. Per the event information, the issue was noted during unpacking and outside the patient. Therefore, the most probable root cause of "handling damage" is selected for the complaint. A device history record (DHR) review of lot numbers 16223778 was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, during unpacking, it was found that the forceps were broken. The procedure was completed with hospital supplied forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.